Manufacturer narrative:
The commander delivery system or a photo of the device was not returned for evaluation and the complaint for balloon leakage was unable to be confirmed. The manufacturing process for the commander delivery system includes 100% multiple inspections for mechanical damage. These inspections make it highly unlikely that a manufacturing non-conformance occurred according to the current manufacturing specifications. A root cause was not determined; however, available information suggests that patient factors (vessel calcification) may have contributed to the event. In this case, per report, the balloon rupture/leakage may have been caused by calcification, tortuosity or stent that pierced the balloon during valve alignment. The complaint for balloon leakage was unable to be confirmed. There is no indication that a manufacturing non-conformance contributed to the event. No labeling or IFU/training inadequacies were identified. Review of complaint history for the month of (B)(6) 2016 revealed that the occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventative actions are required. Trending for this issue will continue to be monitored.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, during a transfemoral procedure, delivery system balloon leakage was noted. As reported during deployment, the balloon did not expand. The valve and delivery system were retrieved through the sheath and another valve was implanted with good result. There was no consequence to the patient. As per medical opinion, the balloon "rupture" could have been caused by calcification, tortuosity or a stent which pierced the balloon during valve alignment.